Manufacturer narrative:
An ocd field engineer visited the site regarding a similar incident. The fe indicated that the gel card handler (gripper) was not holding the gel card at the correct orientation to the reader camera. Repairs have returned the analyzer to expected operation.

Event description:
The customer indicated that they obtained false negative results with a known sample containing anti-fya on the ortho provue analyzer using mts anti-igg card lot # 020907001-19, 0.8% surgiscreen lot # cra105 and 0.8% resolve panel a lot #vra105. The customer repeated testing in tube method using competitor's panel cells (immucor) in peg and anti-fya was identified. Manual gel testing using the same lot of reagents were negative with the sample. The test results generated by the provue did not match those obtained with an alternate test method, preventing erroneous test results from being reported. False negative results may result in transfusion of incompatible blood. A separate MDR report MFR # 1056600-2006-00253 has been completed for the gel card lot #.